Manufacturer narrative:
(B)(4)

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported frozen egvs occurred. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.